Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the 3d deflectable videoscope exhibited delamination at the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. G3 -correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was august 14, 2024. H6 - component code is being changed to "adhesive - 3194". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the deterioration of distal end glue was likely due to the chemical stress from repeated reprocessing. However, a definitive root cause could not be identified. The event can be detected by performing inspection prior to use in the following chapters of instructions for use: 3.2 inspection of the endoscope: olympus will continue to monitor field performance for this device.